Manufacturer narrative:
The service rep was not able to duplicate the problem.

Event description:
The customer reported, the 6800 system stopped working in the middle of the case and displayed a generator fail error message. The system will not boot up. No pt injury.